Event description:
During a scheduled preventative maintenance check at the account the field service engineer performed a standard diagnostic check (qct check) and the instrument failed the test. The pump was replaced and it was determined that the pump had a clogged pump tube in position c1. Test results for the period of 3/2/2001-05/10/2001 are being evaluated to determine if pt results are affected.